Event description:
Litigation papers allege: patient is at risk of toxic levels of chromium and cobalt in his blood. Patient had a revision surgery on (B)(6) 2010 that took out the stem and sleeve but left the asr head and cup in. He will more than likely need to have another revision surgery to remove the asr components

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened

Manufacturer narrative:
Epuy still considers this investigation closed. Should additional information be received, the investigation will be re-opened.